Event description:
It was reported that while stimulation was turned on and off a shocking or jolting sensation occurred. The pt had a leg amputated and the shocking or jolting was in that leg.

Manufacturer narrative:
(B)(4).